Manufacturer narrative:
The customer reported power injection issues and returned photos of the set of material mz5310. There is no physical sample, only the photo is available. The photo could not verify the complaint of component damage. Despite this, the maxzero r&d team was contacted about the pressure ratings for the set. There is no root cause for the issue without a replicated failure. The mz5310 set is pressure rated for a maximum psi of 325 psi as a flow rate up to 10 ml/sec. The mz5310 label has this information too (upper right corner). A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was damaged. The following information was received by the initial reporter with the following: rcc received a complaint via email. We are having issues with the new IV extension tubing the patients are coming down from the floor with. The blue clave is not working with the power injections for CT scans. We are replacing the blue clave with the extension set ref#: (B)(4) we have been ordering. The pressure gets too high and stops the injection on the extension sets with the blue clave. In at least 1 case it ruined the IV. I have also been told xx med is having their own issues with it. You would have to contact them for their specific issue.